Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent altitude alarms occurred. The user's blood glucose (bg) level ranged from not impacted to 343 mg/dl. The user addressed bg level with a bolus via the pump. The user cleared the alarms and insulin delivery was resumed.